Event description:
Reference number (B)(4) event occurred in united arab emirates. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and occlusion alarm event. Blood glucose level was above 400 mg/dl at the time of the event. Patient got treated with intravenous (IV) drip. The duration of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (003442380-2025-11124), was submitted on 30-june-2025. However, based on the investigation and clinical review performed on 18-jan-2026 and 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. On reassessment on (B)(6) 2026, the final reportability decision will be changed to "serious injury", so we are withdrawing the retraction submitted on (B)(6) 2026.the retraction MDR with manufacturing report number (3003442380-2025-11124), was submitted on (B)(6) 2026.however, based on the reassessment done on (B)(6) 2026, it was found that the final reportability decision will be "serious injury". Hence, please consider this supplement as the final report.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.